Event description:
It was reported that the transmitter was exposed to moisture after it had gotten wet with sink water by accident. The blood glucose reading was unknown. The customer stated that she received lost sensor alarms intermittently for the past few months. It was found that the transmitter did not blink during troubleshooting; she declined to continue troubleshooting for lost sensor and weak signal. Advised replacement of the transmitter. Nothing further reported.

Manufacturer narrative:
The transmitter was unable to be charged due to damaged pin #5. Unable to perform the functional test due to the charge anomaly. The unit was received with contamination all pins.